Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported cosmetic damage. Pump was received with a missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: missing retainer ring, missing reservoir tube o-ring, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label, cracked middle (enter) keypad button. In summary, the customer¿s report of cosmetic damage was confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.